Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed rash under the front therapy electrode. The patient was given a prescription from his physician. The patient also began changing his garments more frequently and the irritation improved.